Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 would not recover. A field service engineer tested it in the hardware test application and found that row e was missing in the drawer layout. The fse turned off the station and reseated the row board cable. The drawer was tested with the customer, and no further issues were found. The system functioned as intended after the field service engineer resolved the issue.